Event description:
As reported by the user facility ((B)(4)): the angiocatheter was detached from the hub of insyte autoguard IV cannula.

Manufacturer narrative:
(B)(4). Received 1 used capillary hub of introcan safety pur 20g, 1.1x32mm-ap without packaging. Visually inspected the returned sample and found the capillary was missing from the capillary hub. Reviewed the device history record and there were no such defect encountered during final control inspection. Sample forwarded to production for further investigation. A follow-up report will be provided after the inspection results are available. (B)(4).